Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: there was a sheath shaft puncture at the strain relief in two different locations. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components leading to the inability to advance through the sheath was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event. As per information provided by the field specialist the access femoral artery is described as moderately tortuous and calcified. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The complaint for sheath puncture was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (tortuosity, calcified) and procedural factors (excessive device manipulation) likely contributed to the event. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and lead to the sheath shaft puncture. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and tortuosity present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (sheath shaft puncture) if compounded with vessel calcification and tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03236.

Event description:
As reported by our affiliates in canada, it was a case with a 29mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During the procedure, a 16f esheath+ was prepped as per protocol, and was advanced over a wire into the right femoral artery and up to the abdominal aorta under fluoroscopic guidance. During insertion, the crimped valve on the delivery system became lodged approximately 5-10 cm within the esheath+. Fluoroscopic examination showed a bent proximal valve strut impeding advancement of the transcatheter heart valve. Therefore, it was decided to remove the esheath+, delivery system, and crimped valve. After withdrawal, it was noted that the sheath was damaged. A new 16f esheath+ was inserted into the right femoral artery and was dilated with a 7mm non-compliant balloon. The new delivery system and 29mm sapien 3 ultra resilia valve were advanced into the esheath+ and advanced smoothly throughout the esheath into the descending aorta. The procedure continued as per the usual protocol. The valve was deployed with no further procedural complications. The esheath+ was removed and proglide vascular closure devices x2 were cinched with excellent hemostasis. Abdominal angiography demonstrated no extravasation, dissection, or narrowing of the right common femoral artery. The patient tolerated the procedure well. The patient was transferred to the recovery unit in stable condition and was expected to be discharged the following day. As per medical opinion, there was no suspected device malfunction, and this complication was directly related to patient anatomical characteristics. As per engineering evaluation of the images provided, a sheath shaft puncture was observed.